Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance wasn¿t determined. The extension was replaced giving the same impedance results. There were no other plans to resolve the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024 brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during stage 2 procedure, the left side lead gave high impedances (>5k) on contact 1. Surgeon attempted to correct impedance by reconnecting the extension/battery connection and also lead/extension connection. Impedance value remained unchanged so they replaced the extension but the value still remained high on contact 1. The extension was left in place and the issue was not resolved. No symptoms were reported.